Event description:
Atrial lead dislodgement. It was confirmed that the atrial lead was down to the t valve. A new screw lead was used.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.